Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and Technical Support guided customer through correct cartridge loading, provided storage mode instructions, arranged replacement pump shipment, and instructed customer to enter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using provided label.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.